Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) was confirmed. Upon evaluation, the monitor was failed incoming testing. The cause of this failure was due to a lifted and damaged c21 capacitor. The root cause of the lifted and damaged c21 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.